Manufacturer narrative:
The customer reported that they replaced the old o2 flow sensor and ran the device for several days without any further incident. Covidien was not authorized to service the device. (B)(4).

Event description:
A report was received from the USA stating that an 840 ventilator stopped cycling during patient use. No patient harm or injury was reported.